Event description:
The original report received on december 4, 2007 stated that during a carotid stenting procedure, there was a dissection that occurred during pre-dilation. Also, it was reported that the pt suffered a tia during the procedure. The onset was sudden with full recovery (no deficit). The duration of this neurological deficit was <24 hours and no cea surgery was required. The event was evaluated and determined to be unrelated to cordis product(s). However, this event was indicated to be related to the index procedure. The pt is a 79 year-old male who was consented to the study in 2007. The target lesion location was the ostium of the left internal carotid artery (l6). There was an occlusion in contralateral carotid. Reference vessel diameter was 6.5 mm. Target lesion diameter stenosis was 90% with lesion length 15 mm. Total length of stented segment was 30 mm. Qualitative lesion calcification was described as moderate, and vessel tortuousity by visual inspection was mild. Geometry of lesion was described as eccentric and ulcerated. It was noted that thrombus was present within the lesion. On december 10, 2007 the following info was received. The lesion was pre-dilated at 08:40 with an aviator 4.0 x 20, lot# r0607324 for 14 seconds at 12 atmospheres and there was a grade b dissection. (The patient had been given hydralazine 10 mg IV at 08:17). The fluids were placed wide open at 08:43. A precise rx stent was deployed at 08:46 at the lesion. There was no flow post stent inflation since the patient was symptomatic with a contralateral carotid occlusions an aviator 5.5 x 20, lot# r0507014 was inflated but times and atmospheres were not captured. This occurred at 08:47. Dopamine was started at 08:48 and increased at 08:51.

Manufacturer narrative:
The neurologist arrived at 08:50 and another fluid bolus was given at 08:52. At 08:52 an export catheter was used to manually remove 20 ml. Of thrombus/plaque material from the vessel. The pt began moving the left side spontaneously and became very restless on the cath lab table. Dilaudid was given at 08:57. The filter (angioguard) was removed at 08:58. The angioguard was found to be full of thrombus and plaque material. Angioguard deployment time was at 16 min. 5 sec. Atropine was again given at 09:02. At 09:03 both sides were moving. At 09:09, the patient was opening his eyes and moaning. At 09:10 neo-synephrine IV was started. There was sub-optimal results. At 09:16 a third angioguard, size 5.0 was inserted. An aviator 5.0 x 20 was inflated for 14 seconds at 2 atmospheres. There were no further complications. The angioguard was removed and more thrombus and plaque was found. The pt continued to improve and could answer questions appropriately and move all extremities before leaving the cath lab. He was sent for a cath scan where there were no neurological changes noted. The product is not available for eval and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of three products that were used in the same procedure and is related to mfg# 1016427-2008-00012, 9616099-2008-00075, 9610978-2008-00013.